Event description:
It was reported that the tip broke. Procedure was completed with a back up device. No significant delay or patient injury reported.

Manufacturer narrative:
The reported multifix s-ultra 5.5mm knotless anchor device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported inacident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customer's complaint cannot be confirmed. From the information provided, "the tip broke." An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: excessive probing. (Misalignment of implant. When required use only the approved bone punch or bone tap instruments. Use of other ancillary instrumentation may compromise implant insertion and/or retention. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.